Event description:
It was reported that on (B)(6) 2026, the patient underwent tha. During the surgery, after cup placement, drilling for screw insertion was performed followed by screw insertion. When inserting the second screw, resistance was encountered, and during this process, a wire-like metallic fragment approximately 2¿3 cm in length was generated. The metallic fragment and the screw being inserted were removed, and a different screw was opened and implanted. Subsequently, radiographic imaging was conducted to confirm that no other metallic fragments remained in the patient¿s body. The surgery was completed successfully with a 30-minutes delay.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d2: full common name: prosthesis, hip, semi-constrained, metal/polymer, porous uncemented d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.